Event description:
It was reported that during a percutaneous transluminal angioplasty, catheter was stuck in stent. The target lesion was located in the moderately tortuous and severely calcified left circumflex. An f/g atlantis sr pro was used for diagnosis. Upon pullback, they tried to remove this device from the patient, but the catheter was stuck at the distal end of a stent which is a non-bsc product. They removed the inner catheter (sheath) from this catheter and advanced 0.025 inch guidewire. The physician was able to slowly remove the catheter from the stuck area. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
Device evaluated by MFR: device returned for analysis. A kink was observed in the sheath assembly at 17.0cm from femoral marker at the distal end, the two flaps of hub rotator were damaged, the unit was able to connect into mdu system properly, the male/female luer connection was disconnected and the imaging core was outside of the sheath assembly when received. Attempts to reinsert imaging core failed due to imaging core wind up and kink at sheath assembly. The guidewire exit port was lifted 1.0mm, a test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, catheter was stuck in stent. The target lesion was located in the moderately tortuous and severely calcified left circumflex. An f/g atlantis sr pro was used for diagnosis. Upon pullback, they tried to remove this device from the patient, but the catheter was stuck at the distal end of a stent which is a non-bsc product. They removed the inner catheter(sheath) from this catheter and advanced 0.025inch guidewire. The physician was able to slowly remove the catheter from the stuck area. There were no reported patient complications and the patient status post procedure was listed as good.